Event description:
It was reported that, "patella wore on lateral side, painful to pt. Changed insert because of equal wear on both condyles."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.